Event description:
Boston scientific received information that this right ventricular (rv) lead had increased in thresholds and loss of capture was also observed. In addition, out of range pacing impedances were noted. During the revision, the physician commented that the helix of this rv lead was not fully extended. This lead was repositioned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.